Event description:
The customer called to report a motor error alarm. The customer stated that the insulin pump was exposed to an MRI scan today. Reviewed the alarm history, and found several motor error alarms, as well as button error alarms. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor anomaly. The insulin pump had a missing end cap sticker.